Event description:
A 6f angio-seal vip was selected for use following a cerebral angiogram, for a right femoral artery (rfa) puncture. A pre-deployment angiogram was not performed. There were no issues during deployment and hemostasis was achieved. The pt was discharged. The following day, a pop was felt in the groin and bleeding started, which resulted in a large area of bruising. The pt was re-hospitalized and a duplex ultrasound revealed a 16mm pseudoaneurysm. Ultrasound-guided compression resolved the issue. The pt was kept for 24 hours of observation.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).